Manufacturer narrative:
Concomitant medical product(s): product ID: 37791, serial# unknown, product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported recharger antenna cord was frayed after 7 years of use. Patient noted the device was not holding a charge and taking longer to charger too the past several months. A replacement recharger antenna would be sent, recharger antenna was damaged. No further complication and no symptoms were reported.